Event description:
It was reported by the sales rep that at the end of an anterior cruciate ligament reconstruction on (B)(6) 2023, it was observed that the mechanism of the new ratchet handle device fell apart when the surgeon disengaged the 23 mm driver from the 2nd milagro screw implanted. It was unknown how the procedure was completed with a delay of less than five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the customer provided a photo of the complaint device. Upon visual inspection of the photo, it was observed that the collar was not shown in the photo. The retaining ring and the threads of the retaining ring look to be in good condition. A manufacturing record evaluation was performed for the finished device 2010001 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual of the photo, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during sterilization process. Since this was a new device, the first sterilization must be performed; the collar may have been manually loose by the sterilization personnel, therefore, when screwing, the rotating action caused the collar to be unattached, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.